Event description:
It was reported that the physician was using a stent graft for a dialysis declot. He went in bareback after using a 7f sheath. It was a straight shot to the intended site per the user. The physician was performing a venous anastomosis in the brachial vein/upper arm. The device was flushed with more than 20cc of saline. The device would not deploy, so another device was used to complete the procedure. No reported injury to the patient.

Manufacturer narrative:
The device history records could not be reviewed, as the lot number was unknown. The sample has not been returned for evaluation to date, so no sample evaluation could be performed. Based on the information received, the results of the investigation are inconclusive and the root cause of the event is unknown. This application represents an off-label use. The fluency tracheobronchial stent graft is indicated for use in the treatment of tracheobronchial strictures and has never been tested for an application as described in this case. The current IFU supplied with this product states that the safety and effectiveness of this device for use in the vascular system has not been established.